Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to phillips healthcare that the heartstart xl failed to power up/does not switch on. There was no patient involvement.